Manufacturer narrative:
Eview of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6 updated: fdr, fdc and fdm code no longer applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the cause of the communication issue was due to high voltage used and battery depleted. It was noted it was normal depletion of battery. The patient is scheduled for battery removal. The reported issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they were seeing the patient for the first time and they were not able to interrogate the patient¿s device. It was noted the patient had moved and they were seeing a new health care professional (hcp) and that the patient had been implanted on (B)(6) 2018. The caller reported the patient had used the stimulation for about 2 years and they had the stimulation off for over a year. The caller reported that the patient indicated that they had no benefit from the therapy. The caller reported the patient indicated that they had been programmed on either 3v or 4v and the hcp office had suggested that the patient turn the stimulation down. When asked about further dates, the caller indicated that the patient had moved in (B)(6) 2020 and they had the stimulation off before then. The caller reported no communication with their 8840, the smart programmer and the patient¿s icon patient programmer. The c aller reported old records dated from (B)(6) 2018: the patient was programmed with 2v c+1-and cycling off. An estimated longevity had been performed using the default pw and hz: program 1: 2.0v/210pw/14hz cycle off. C +1- eri: 22.11 months and eos: 2.56 years. Estimated longevity performed with 4v/210pw/14hz. C+1- cycling off: eri: 10.86 months and eos: 15.08 months. No further complications were reported at this time.